Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a breakdown like a yeast infection. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse treated and wrapped the area in an ace bandage for the skin irritation. Follow up indicated that the skin irritation improved.